Event description:
It was reported that a patient underwent a brain operation and an absorbable hemostat was used. The surgeon observed chemical meningitis caused by the device. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.